Event description:
It was reported by service report that the siderail was broken on the crib. No pt involvment or adverse consequences are reported.

Manufacturer narrative:
Frayed siderail assist cable.